Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis a complete failure of the touch screen could not be confirmed. The log file analysis revealed a slow reaction of the touch screen when the touch points were selected by the user. The ongoing ventilation was not affected by the issue. The pba ecd adapter was replaced as preventive measure. In case of a reoccurrence, it is recommended to replace the ecd display bundle. If the touch screen of the ecd is not responding to user inputs, operability of the device is limited. The ventilation is not directly affected by a malfunction of the touch screen and will be continued as set. However, due to limited operability, it may be considered necessary to continue the ventilation with another device. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.

Event description:
It was reported that the touch screen of the device stopped working during use on a patient. The display locked and no changes could be made. Reportedly, the device kept ventilating the patient. There was no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the touch screen of the device stopped working during use on a patient. The display locked and no changes could be made. Reportedly, the device kept ventilating the patient. There were no health consequences for the patient reported.